Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the air/water cylinder, air/water tube, and light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to a loss of water tightness from a cracked unit plug, and a cracked light guide (lg) lens, disallowing a proper reprocessing of the device. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Occurrence of the events can be detected/prevented by handling the device according to the following IFU: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.